Manufacturer narrative:
The meter and test strips were provided for investigation where they were tested using retention controls. The strip vial of lot #49408211 had no strips available for testing. Therefore, the customer's returned meter was tested with returned strips lot #4494822. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Unique identifier (UDI) # (B)(4). Expiration date for lot 49408221 was 31-mar-2022. The expiration date for the other lot was not known. Occupation was lay user/patient.

Event description:
There was an allegation of questionable results from coaguchek vantus meter serial number (B)(4). At 10:37 am, the meter result was >6.0 inr and at 11:50 am, the laboratory result was 3.59 inr. It was unknown which reagent lot of strips was used for this test. The laboratory reagent was not known. On (B)(6) 2021 at 9:16 am, the meter result was 5.1 inr and at 12:00 pm the laboratory result was 3.13 inr. It was unknown which reagent lot of strips was used for this test. The laboratory reagent was not known. On (B)(6) 2021 at 9:21 am, the meter result was 3.4 inr and within 10 minutes, the laboratory result was 4.7 inr. Test strip lot 49408221 was used for this test. This laboratory used innovin reagent on a siemens cs 2500. The therapeutic range was 2.5 inr-3.5 inr and the patient tests once per week.